Event description:
It was reported that the patient experienced pain "at the battery pack and all around the back area" that grew worse when the stimulation was turned on. The patient noted that the pain still occurred when the stimulator was off. It was noted that the impedances measurements revealed values greater than 20,000 ohms when run at 3 volts. It was further noted that only 2 contacts were within normal limits. The manufacturing representative indicated that she ran the test multiple times with varying results each time and she assumed there were open circuits. The patient noted that he was not feeling stimulation in the right area when the stimulator was on. It was noted that when the impedances were measured at 1.5 volts, the results were around 15,000 to 20000 ohms. No patient trauma, injury or accident was reported. Additional information received reported that an exploration and possible lead revision and was being considered, but no appointment had been scheduled. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient was scheduled for surgery on (B)(6) 2012. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
Follow up information received confirmed that the patient had their implantable neurostimulator (ins) and lead replaced. Following the replacement, it was reported that the outcome was "all good" with the patient. No devices were kept for analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead.